Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the injection port broke off of the adaptor when attempting to drawn medication out of the vial. There was no patient involvement.

Event description:
It was reported that the injection port broke off of the adaptor when attempting to drawn medication out of the vial. It was further confirmed during follow up, that there was no patient involvement associated with this event, and subsequently, no patient harm or impact as a result of this event.

Manufacturer narrative:
"3rd party manufacturing date provided as 10/2019". Additional information added; section; b.5. (Patient information clarified/detailed), and h.6. (Patient code). The customer complaint of injection port broke off was confirmed. A photo provided by the customer shows that the smartsite port was broken off from the top of the smartste vial shield access device. The root cause of this failure was not identified as no product was returned.